Event description:
Customer reported via phone call that there is a motor error alarm. The blood glucose reading is 147 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. The motor passed the motor test. The pump had minor scratches on the display window and a cracked reservoir tube lip.